Manufacturer narrative:
A ge service representative performed an onsite investigation. The side of the workstation handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the work station handle was bent at the bolt and had come off. No patient serious injury or death was reported related to this event.